Manufacturer narrative:
Device evaluation: the device related to the reported events foreign material was received on aug 26, 2024 with lot number 1190317. Based on the product analysis performed, the assessments of the complaints are: ¿ foreign material: no observed foreign material (splinter). As per the investigation procedure creases and deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "upon opening the packaging, a small splinter like item was discovered on the exterior of the implant". The device was not implanted. It is unknown if a backup device was used.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ foreign material of implant: observe a particle on the implant but cannot perform an assessment because don¿t have the device physical. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "upon opening the packaging, a small splinter like item was discovered on the exterior of the implant". The device was not implanted. It is unknown if a backup device was used.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted).

Event description:
Healthcare professional reported, "upon opening the packaging. A small splinter like item was discovered on the exterior of the implant". The device was not implanted. It is unknown, if a backup device was used.